Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v809648, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had a loss of therapeutic effect and the device had not been working for ¿months.¿ the program was ineffective and that patient had an external catheter placed on him in the ¿meantime.¿ at the time of the report the patient had been in the hospital since ¿(B)(6)¿ and it was not known what was wrong with him. Four days later it was reported that the health care provider (hcp) treated the infection and believed that the issues with how therapy was working were due to the infection. The issue was thought to be resolved when the infection resolved.

Event description:
It was reported that the patient was in the hospital for nine days from (B)(6) 2013 through the ¿end of (B)(6)" being treated for a urinary tract infection (uti). The reporter did not ¿think¿ the uti was therapy related. It was reported that the patient never had therapeutic effect and also that he had had ¿brief, intermittent¿ therapeutic effect since he was implanted. The patient had a loss of bladder control and was ¿just short of incontinent.¿ the caller had ¿ordered all kinds of external catheters and leg bags¿ and the patient¿s device was ¿just not cutting it.¿ the patient got three new programs from the manufacturer representative while still in the hospital at the end of (B)(6) 2013. The patient tried all three programs and also tried increasing stimulation but therapy was still not effective. The patient had tried ¿about twelve programs total over the last year.¿ it was also reported that last year the caller tried to explain to airport security that the patient had an implant but ¿they pushed him right through the threshold ld.¿ however, the caller stated that this did not lead to any therapy or stimulation concerns or problems. Additional information was requested, but was not available as of the date of this report.